Event description:
In 2007, abbott point of care was contacted by a customer who reported the I-stat prothrombin time cartridge yielded a pt/inr result of 5.3. A sample (unk if same sample or different sample) was tested using lab instrument, stago, which yielded a pt/inr result of 3.2.